Event description:
It was reported that the device was already opened when they went to open it up for use. There was no patient impact as the event wsa noticed prior to the procedure.

Manufacturer narrative:
Additional information added for d4, d10, h3, h4 device evaluation: follow-up report submitted to document device evaluation results. H3 other text : discarded by customer

Event description:
It was reported that the device was already opened when they went to open it up for use. There was no patient impact as the event wsa noticed prior to the procedure.